Manufacturer narrative:
Based on the collected message log, there were no issues noted with the instrument function and qc results were in range. There was no more reagent testpaks or sample remaining that could be sent for evaluation. This issue was limited to the customer supply of the reagent and no further investigation could be performed. The cause for the discordant troponin results is unknown.

Event description:
Customer reported troponin results above assay range for patient samples on the instrument. There was no report of injury due to this event.